Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they observed water dripping from the versed IV pump channel. Upon inspection versed fluid was found on the floor, the versed bag was found empty and the primary tubing was cracked at the connection of the upper fitment. There was no report of patient harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.